Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer reported the battery failed run time test during preventive maintenance. He replaced the batteries and verified device ran on new batteries. He also verified the charge indicator light was blinking when plugged in to line power. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. (B)(6).

Event description:
During a preventive maintenance the intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved. No death or injury was reported.